Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer either changed out pump supplies or just cartridge to address the alarm and resumed insulin delivery. No reported impact to the customer¿s blood glucose level.